Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the patient said they had an accident on (B)(6) 2023 when they were picked up really hard, hit their head on a pole and fell really hard on their back where their buttocks is. Patient said their back is fine and have been checked out for their back but said now it's their kidneys that need attention and said their ins is not acting accurately and noted it hasn't been since this accident. Patient said they can feel electricity everywhere in their body. Patient said the person who caused this accident took their charging cords for their external devices. Agent sent an email to repair for new charging cords. Agent recommended that when patient receives charging cords and charges their external devices to turn their ins off and make an appt with their referred hcp. Patient said they see a urologist, but they don't know about the interstim system so they were referred to another doctor. Patient said their urologist was going to attempt contacting a medtronic rep to possibly join in on their next hcp appointment.